Event description:
A report was received which states that on the seat frame, the frame is cracking on both sides located on the last screw hole, no injury is alleged. A new seat frame was ordered for replacement. Please note any further information received will be followed up and provided in a supplemental report.